Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 45mm in length with a 50 degree angulation noted. Vessel tortuosity was noted at the proximal neck. It was reported during the index procedure, after the bifurcate was implanted an aortic extension stent graft was implanted. Following the IFU, the delivery system was pulled up proximally approx. 3cm and the spindle was retracted to the tapered tip. While applying torque to retract the spindle to the graft portion, the delivery system became caught on one of the supra-renal stents. It further got caught on the neighbouring supra-renal stent due to reaction force when the delivery system was pushed proximally again. Torque was applied and the delivery system was removed without issues. Per the physician the cause of the event was due to vessel tortuosity and when the delivery system was pressed against the graft it got caught on the supra-renal stent. No additional clinical sequelae were reported and the patient is fine.